Event description:
Related manufacturer reference number: 1627487-2022-05629. It was reported the patient was not receiving effective therapy because one lead had high impedances and the other migrated. Surgical intervention was undertaken on (B)(6) 2022 and the leads were explanted and replaced to resolve the issue.